Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827 - 2017 - 00230 .

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (reference 1822565-2017-01300, 01280, 01299).

Event description:
Patient reported experiencing pain approximately 5 years post implantation. No revision has been reported to date. Attempts to obtain additional information have been made, but no information is available at this time.